Event description:
Sephic knee - left total knee arthroplasty in august 1988 - april 1994 - pain and swelling - had excision arthroplast. Cultures grew staph aureus - on antibiotics - open revision of cement block - due to fall and revision arthroplasty - home 5/13 - pain and swelling cont arthrocentesis x 2 - should coagulase neeg straph 6/30 - excision arthroplasty and antibiotic beads and spacer implanted.